Manufacturer narrative:
(B)(4): neither the device or applicable imaging studies were returned to the manufacturer.

Event description:
Type of procedure: laminectomy and arthrodesis t8 levels implanted: t7-t8 it was reported that on (B)(6) 2015, post-op, the rod broke. The patient underwent revision surgery to explant the broken rod. No fragment remained inside the patient. No patient complications were reported due to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.